Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error 139. There was no report of injury or medical intervention. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. Global receiver functional test station resulted in no failures related to the customer complaint. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of the receiver displaying error 139 was confirmed. A root cause could not be determined.